Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the appendectomy, the device's seal was not correct. Another device was used to finish the surgery. There was no patient injury.